Event description:
The affiliate reported that it was noticed that the valve was readjusted twice to a level of 70. It was stated that there were no magnets in the closest environment to the patient. As a result the device was revised.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the valve was irrigated and no occlusion was found. The valve was also tested for reflux and leakage and passed the test. The valve was then tested for pressure and failed the test. Further investigation noted that biological debris was found on the on the spring, spring pillar, ruby ball, seat of the ruby ball, cam mechanism, cam mechanism pillar, and on the base plate. Review of the history device records confirmed the valve conformed to the specifications when released to stock. We will continue to monitor for this or similar complaints for this product code. At the present time, the complaint is considered closed.